Manufacturer narrative:
Device passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test, excessive no delivery test and delivery accuracy test. Device received with minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the customer was hospitalized due to high blood glucose on (B)(6) 2018 at 9 pm with blood glucose of 296 mg/dl. The customer's mother reported that the insulin pump was not delivering enough insulin. The customer experienced symptoms such as nausea. The customer was treated with manual injection. The customer was not wearing the insulin pump during the hospitalization and the customer was off the insulin pump from less than 48 hours. The drive support cap was appeared to be normal. The customer performed high pressure test and it passed. The customer could not complete troubleshooting for high blood glucose level as the customer did not have infusion set and reservoir installed. The customer¿s current blood glucose level was 172 mg/dl. The insulin pump will be returned for analysis.